Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error. They replaced the battery, but the device never came back on. The customer¿s blood glucose during the incident was 230 mg/dl. The customer also reported a motor position encoder error alarm. They were unable to complete the insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm motor error alarm and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted. Device received with corroded battery tube noted. Analysis identified product meets specification: no